Manufacturer narrative:
The hospital has denied repair for the unit by the distributor. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak in mechanical ventilation. There was no report of patient involvement.